Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, a correct dor was provided. The revision operative note indicated pain, discomfort, and synovitis with impingement and sinus tract formation. The impingement wasn't noted to be device related. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/27/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided metal liner and metal head. Per wi-3430 a review of the device history records for the head and liner is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain.